Event description:
A (B)(6) male patient underwent aaa repair. The physician noticed blood leakage from the valve rotator after removing the grey positioner. Approximately 200cc-300cc of blood was leaked. The patient's condition is unknown as not provided by reporter.

Manufacturer narrative:
(B)(4): valve leaks - labeled in the IFU. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meets the needs of the user. Each device is shipped with instruction for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The sheath assembly was returned in a damaged condition. The iris valve was damaged and not functional. The valve partially opened during rotation. The valve control cap was seated in the valve control more than expected. The check-flo disc webbing appeared intact, no visible damage. The device was leak tested with the valve empty, the valve with a dilator, and the valve with an 0.035" stylet. The device did not leak. Testing was performed with a 20cc syringe and water injected into the valve chamber. It is possible that the check-flo discs recovered/relaxed to a position that prevented leakage during testing. The valve was disassembled. The iris valve flange was not seated in the valve control. Adhesive was present on the flange and valve control, indicating that the valve was properly seated prior to use. It is possible that the iris valve was damaged during use. Movement of the positioner with the valve closed may result in similar damage. The device likely leaked through the damaged iris valve. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, corrective action has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment and risk reduction is recommended.